Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had a low reading of 43 mg/dl which was treated with food. The customer's current blood glucose was 339 mg/dl. The customer was not hospitalized. The customer performed displacement test and it passed. The customer declined to troubleshoot for high readings. The product was not returned for analysis.